Event description:
Drug/diluent: nacl. Fill volume: 400ml. Flow rate: 14ml/hr. Procedure: not applicable. Cathplace: not applicable. Flow rate too fast. The distributor subjected the product to a flow rate test. The sample was filled with 400ml nacl. Demanded: 14ml in one hour, actual: 23.3ml in one hour. Function - too high. The distributor has stated that the product is not within specification and has returned the product to MFR. No pt contact.

Manufacturer narrative:
Method: the sample has not yet been received, but was reported to be available. A review of the device history record (DHR) was conducted for the lot number provided, and the device passed all mfg specifications prior to release. Conclusions: a follow-up report will be filed when the investigation has been completed.